Event description:
Boston scientific received info that this right ventricular lead was dislodged into the atrium and was pacing the atrium. This lead was explanted and a new rv lead was implanted. No adverse pt effects were reported.